Event description:
During a patient use event discovered during the internal memory analysis, the battery appears to have been depleted to the point where it could no longer function. Initial device internal memory analysis shows the user may have ignored multiple low battery warnings. The device has been requested to be returned for further investigation. Patient outcome is unknown at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).replacement battery resolved the issue.